Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed elective replacement indicator was triggered due to high battery impedance. Performance data collected from the device was analyzed, and revealed that high battery impedance occurred, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4)-2010, prior to explant. Ramware version 8 installed on (B)(4)-2010.

Event description:
It was reported that the patient's device reached eri (elective replacement indicator) and there was concern about short longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.